Event description:
The external pacemaker was returned to the sjm office by mail together with a letter explaining the event. The external pacemaker was used during heart surgery. The surgeon had placed the pacing electrodes in the chamber and atrium but the external pacemaker could not identify the atrium nor the chamber despite several controls and change of electrodes. Another external pacemaker worked well with the same electrodes. The pt was feeling well during the whole procedure and there was no need for pacing. The pm will be returned.